Event description:
The customer reported to olympus, the evis lucera elite video system center had poor contact with the communication connector on the rear panel that resulted in no image when the system was booted. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The intended procedure was enteroscope. There was no delay to the procedure. The patient was not under anesthesia. The procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that ¿the image was not displayed¿ occurred due to poor connection of the connector of the rear panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.